Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had anerror code # 14. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Manufacturer narrative:
Updated fields : b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: h6 (medical device ¿ problem code). No repair information available. In future if we receive any repair information will reopen and update the investigation.